Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at 5 day post-operative exam. The patient's complaint was that it was very uncomfortable. A brief description from the account indicated the patient had persistent light sensitivity. Oral steroid (medrol) was prescribed and topical steroid dosage was increased to resolve symptoms. At a 6 week post op exam, the surgery center indicated the patient's symptoms were not improving with treatment. Bcva from (B)(6) 2016: right eye pre-op 20/20 -8.25 x -1.75 x 161. Left eye pre-op 20/20 -8.75 x -1.00 x 13. Bcva from (B)(6) 2016: right eye post-op 20/20 -.25 x -.25 x 104. Left eye post-op 20/20 -.50 x .00 x 90.